Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump functioned properly during testing. No unexpected blank display noted during testing. The insulin pump was received with minor scratched lcd window, faded serial number label, scratched around casing and cracked retainer.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed. The display did not return. The insulin pump will return. The current blood sugar for the customer is 131 mg/dl.